Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had the threshold suspend and low alarm, with sensor glucose versus blood glucose difference. Customer's blood glucose was unknown mg/dl. The customer stated that the low alarm is 69 or lower. The customer stated that while driving low alarm occurred sensor glucose 69 and he pulled over and tested 104. The customer was advised and explained this may not be ideal time to calibrate, as sensor may be overwhelmed by data and reiterated best time to calibrate. The customer was offered to transfer to help line but declined.